Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1571 lead implanted: 2003-(B)(6), 1388tc lead implanted: 2003-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden rise in thresholds. The lead remains in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.